Manufacturer narrative:
Patient identifier not available from the site. A site representative reported that, while in a spinal fusion procedure, they received an early termination error message during the 3d spin on the mobile view station (mvs), surgeon said that there was enough anatomy (305 projections) in the images to continue using with navigation. They reviewed the system logs and noticed two exposure errors and a generator error prior to the termination of the hand-switch. Rt did not release the hand-switch exposure button during the spin. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. A software investigation was completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, they received an early termination error message during the 3d spin on the mobile view station (mvs), surgeon said that there was enough anatomy (305 projections) in the images to continue using with navigation. They reviewed the system logs and noticed two exposure errors and a generator error prior to the termination of the hand-switch. Rt did not release the hand-switch exposure button during the spin. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.